Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, a trapezoid basket was used in an attempt to crush a 1-3cm stone. However, the handle cannula broke during the attempt. The handle was cut off so a cook soehendra could be used, but the customer did not have all the components. The scope was then removed leaving the basket with the impacted stone in the common bile duct. Ehl with spyglass was performed to break the stone and the basket was removed successfully. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of handle cannula break. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection noted that the handle cannula was broken. The working length was damaged with the coil exposed. The distal and proximal screw depth were measured and found with specification. Microscope inspection found the screws are damaged. The photos provided observed the device was damaged without handle. The reported event was confirmed. Based on all available information, it is possible that the technique used or the anatomical conditions at the moment of the event could have caused the device to be subjected to some resistance and required the need to apply an excess of force causing the break of the cannula handle. The screws show signs that an excess of force was applied. It was necessary on the handling and cutting of the device to be able to remove it resulting in system damage. Therefore, the most probable root cause of this event is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2021. During the procedure, a trapezoid basket was used in an attempt to crush a 1-3cm stone. However, the handle cannula broke during the attempt. The handle was cut off so a cook soehendra could be used, but the customer did not have all the components. The scope was then removed leaving the basket with the impacted stone in the common bile duct. Ehl with spyglass was performed to break the stone and the basket was removed successfully. There were no patient complications reported as a result of this event.